Event description:
It was reported that during a lap cholecystectomy, the device was leaving a gap when the clip was formed. This started on the third firing. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Malformed clip. Evaluation summary - the analysis results for the instrument confirmed that it was returned non-functional. The instrument was cycled and fed four conforming clips. During the fifth firing sequence, an advancer bypass issue was noted and one pear-shaped clip was released from the jaws. It was cycled again and one conforming clip was fed. After, the jaws jammed in the closed position due to the bypass issue. The trigger had to be manually assisted to re-open the jaws leading one pear shaped clip. The instrument locked out as intended. The instrument is designed to lockout when all the clips have been fired. A corrective action has been initiated to address the root cause of the opening issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed, and no anomalies were noted during the manufacturing process.